Event description:
During surgery, the calcar cracked during femoral broaching.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.